Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2218500, model:sc-2218-50. Serial: (B)(6). Batch: (B)(6).